Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the migration could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly tortuous, heavily calcified right superficial femoral artery. A non-abbott sheath was advanced along with a 5.5x40mm supera self-expanding stent system (sess). After the physician took their hand off the device, the sess moved 2-3cm by itself. The sess was advanced to the target lesion when the sess moved in the same way again. The sess was advanced, and the stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.